Event description:
The nurse manager reported that the avalon cordless toco transducer burned a patient and she has no details to provide.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.